Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant medical products: sedr01 ipg; 457453 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing or sensing and had high threshold. It was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.